Event description:
Procedure type: esophagectomy. According to the reporter: the knife assembly on the reload stayed at the distal tip preventing him from opening it. The surgeon had to pull to dislodge the instrument from the tissue causing the tissue trauma that required the placement of manual sutures on the distal part of the side to side anastomosis of the esophagus. There was a loss of esophagus tissue of about 0.5 cm. There was an extension to surgical time required of about 40 minutes.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.